Manufacturer narrative:
The cast cutter was returned to the international distribution and repair center for service, and during the eval the device had an overheating condition. Evidence of 3rd party parts and service was found, which may have contributed to the event. It was determined the likely cause was that the transmission system was misaligned from its axis. The product was not returned to the MFR because of plans to repair locally. However, the customer declined any repairs, so the cast cutter was returned to the customer per request.

Event description:
The hand piece was returned to the international distribution and repair center for service, and during the eval the device had an overheating condition. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.